Event description:
Trial broke during use. Peg on trial broke off in the glenoid wand was left there. Surgeon drilled a second hole and placed implant into bone. Trials are not designed to be implanted in the body.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.